Event description:
It was reported that "due to suspected leak, catheter was checked under fluoroscopy. It was noted to be missing the venous tip. The catheter was removed and CT scan showed no foreign boddy in the pt."